Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that the diamondclean smart charger caught fire. No injury or property damage was reported.